Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was blank. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the screen was blank. The customer informed the remote service engineer (rse) that they used a user interface (ui) assembly from a known working unit and confirmed the display was still blank. The customer stated they would swap the power management (pm) printed circuit board assembly (pcba) as well to confirm if the pm pcba was faulty. The customer also stated they would swap the ui assembly from this unit on another unit to confirm if the ui assembly was also faulty. The rse then provided the customer with the part number of the pm pcba to order and replace. The customer then informed the rse that they plan to retire the unit due to the unit having too many hours on it. The customer scrapped the unit. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.